Manufacturer narrative:
The facility stated they could not duplicate the unintentional movement of the head and knee functions. The bed is working properly at this time.

Event description:
Alleged on two separate occasions, it was reported that the head and knee functions rose unintentionally.